Event description:
It was reported that the patient was asymptomatic. It was noted that noise resulting in oversensing was observed on the right ventricular (rv) lead. A clavicular crush was suspected on the rv lead. The patient was stable.